Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the events of high capture threshold and high impedance were not confirmed. Final analysis found the complete lead was returned in one piece measuring 58.1 cm. The helix was retracted and clogged with blood and tissue. The inner coil inside the connector region was over-torqued consistent with procedural damage. A helix mechanism test was performed. The helix was unable to be extended from the connector pin due to the over-torqued inner coil. Once removed from the over-torqued portion and cleaned, the helix was able to operate normally. The cause of the reported event was attributed to the over-torqued inner coil caused by procedural damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead required multiple repositioning due to high capture thresholds. It was noted that the lead also exhibited high pacing impedance. The physician noted after the lead was placed in the body that the rotation sequence to extend the helix felt odd. The rv lead was not used, a new lead was successfully implanted. The patient had no issues and was fine post procedure.